Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from instrument channel, suction channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, pseudomonas aeruginosa were detected from samples taken from the air/water channel of the subject device. The number of microbes are unknown. The user facility reported that the subject device was reprocessed according to the instruction manual. There was no report of infection associated with this report.